Manufacturer narrative:
E1: patient city: (b)6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherland, it was reported that on 24-jun-2024 one infusion set leak occurred and when injecting the insulin everything comes out. No further information available.